Manufacturer narrative:
Investigation showed signs of liquid ingress. During testing, the unit operated as expected. It is suspected that liquid ingress caused temporary electrical shorts and dried during transit. The unit was scrapped to prevent further clinical use.

Event description:
User reported that the level sensor was incorrectly alarming, which could cause decreased flow or an unnecessary pump stop. There was no patient harm; however, this is considered a reportable event.